Event description:
It was reported that the patient experienced an allergic reaction after using the product.

Manufacturer narrative:
Product from this complaint was returned and evaluated. Our investigation analyzed and tested samples from all batches associated with this and related complaints. Tested batches included samples from our inventory, samples returned from the involved medical facilities as well as retained samples from the sponge suppler. Test results confirmed all products to be sterile. Our investigation could not determine the specific cause of patient reactions associated with this complaint. No product non-conformances were identified during our investigation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results in the risk stratification range generated by the unicel (r) dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory. Patient samples were retested on another unit and lower results were obtained. It is unknown if patient treatment was impacted by this event.